Manufacturer narrative:
The customer has verified that they have had no further issues.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for lithium. The customer noted that there had been a few recent abnormal aspiration errors on the analyzer, but none were related to the sample in question. The sample initially resulted as 0.1 mmol/l and this value was reported outside of the laboratory. The physician questioned the result as being too low. The sample was repeated and resulted as 1.2 mmol/l. The 1.2 mmol/l value matched prior patient results and the physician believed it to be more accurate. The patient was not adversely affected. The lithium reagent lot number was 60301001, with an expiration date of 06/30/2016. The field service representative could not duplicate the issue. He verified that all rinse levels were good. He also checked the gear pump pressure, sample alignment, and washing; all were good. He ran precision studies. Investigation of the provided data has shown that the reaction of the low result was comparable to the reaction of a "zero" calibrator. It was likely that no sample was pipetted. A specific root cause of this "zero" pipetting could not be determined based on the provided information.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.